Manufacturer narrative:
Insulin pump received with no physical damage to reservoir tube noted. Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test , occlusion test, off no power test, self test and all operating currents test. No unexpected low battery alarm were noted. No anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had reservoir compartment was chip where reservoir screws in. The customer¿s blood glucose level was unknown. Customer stated that insulin pump received unexplained no delivery alerts and rejected new battery more frequently. The customer stated that insulin pump had slower during rewind and louder during rewind. The insulin pump will not be returned for analysis.